Event description:
Customer reported an issue with the gas module on the dpm 7 monitor, which may have affect gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the anesthetic gas bench. Unit was calibrated and safety tested to factory's specifications.